Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 4 months from implant placement. Bone type observed in the area was type 3, and oral hygiene around the site of surgery was good. During the surgery, no findings were reported. Patient has since recovered.